Manufacturer narrative:
G4: 05oct2020. B4: 06oct2020. The initial report was submitted in error. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-02914 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
Customer reported unit will not power on. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.